Manufacturer narrative:
A ge rep evaluated the sys but has not reported on repair status.

Event description:
The customer reported the system displayed a control panel error on start up. No pt injury was reported.